Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate complained device, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The pt reported that a silver piece fell from ez breathe atomizer into his mouth while in use. He added that he was coughing and had to pull the silver component from the back of his throat in order to remove the device component. The pt reported that he didn't require any medical interventions as a result of the event.